Manufacturer narrative:
Exemption number e2015048 - this MDR is part of the 227 pilot program. Biomérieux internal investigation was conducted. A review of the instrument system back-up revealed that the customer's instrument had several, repeated power cycles over the course of several days. The customer's instrument configuration was loaded onto a biomérieux internal laboratory instrument and the power was repeatedly cycled on and off. The customer's issue could not be duplicated throughout a total of 250 power cycles. H3 other text: device not returned to manufacturer.

Event description:
This report summarizes <noe> 1 </noe> malfunction event. A customer in (B)(6) reported a bact/alert® 3d instrument that experienced a power interruption. Upon re-initialization of the instrument, all the bottles in one rack of the instrument went to a status of anonymous. This status change causes the loss of all previous bottle readings. The customer unloaded all eighteen (18) impacted samples and performed subcultures and smears for each of them, as per the instructions for use. A potential delay in patient results of more than 24 hours could occur. An internal biomérieux investigation was initiated.